Manufacturer narrative:
Date sent to FDA: 06/12/2020. H6 patient codes: (B)(6) - surgical intervention. Additional information: it was reported that the patient experienced adhesion and hernia following the implantation. It was reported that the patient underwent mesh removal on (B)(6) 2019.

Manufacturer narrative:
Date sent to the FDA: 07/14/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 07/10/2020. Additional information: a2, b7, d1, d2, d4. Additional b5 narrative: it was reported that the patient experienced infection, nausea and vomiting following surgery.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2014 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.